Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The observed link detachment is suggestive that a device failure occurred; therefore, the unspecified device failure is confirmed. In addition, the analysis of the returned device found a posterior foot break. The foot was not returned with the device; the location of the foot is unknown. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unknown device failure occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other two perclose proglide devices, were filed under separate medwatch MFR numbers.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: reportedly, an unknown device failure occurred with three proglide devices. Hemostasis was achieved using two additional proglide devices. No additional information was provided.